Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient's device was programmed off after observing the high impedance. There was no known trauma that could have contributed to the high impedance. It was reported that the only diagnostics that have been performed were on (B)(6) 2013. The patient was not referred for x-rays. The patient underwent generator and lead replacement on (B)(6) 2013. The generator and lead are expected to be returned, but have not been received to date.